Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2015 due to severe vertigo which was treated with steroids. The implanted device remains and the issue has reportedly been resolved.

Manufacturer narrative:
(B)(4). The implanted device remains.